Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. Potential hemolysis was noticed in products 20 minutes into run as evidenced by a red discoloration of the plasma and platelet products. Customer states the plasma line exiting the centrifuge was a clear red color. This report is being filed due to the potential for injury from hemolysis.

Manufacturer narrative:
(B)(4). Customer states that at the start of the collection procedure, they received a centrifuge pressure high alert. She states the operator assessed loading in the centrifuge and continued the procedure. About 20 minutes into the procedure, they noted a red discoloration of the platelet and plasma products and she stated that the plasma line was a clear red color. There were no spillover messages. The operator is not available at this time. The disposable is not available for return. The collection procedure was ended at first note of the red discoloration. The physician was contacted. The donor urinated in the blood center prior to leaving and had no discoloration of his urine. He was instructed to monitor for any hint of blood in the urine and to go to the emergency room if it occurred. A review of the DHR indicated no manufacturing anomalies. Conclusion: analysis of the run data file did not find a conclusive cause for the hemolysis of the rbc product reported for this collection. No unusual process variable was identified and trima accel operated as intended. Based on the available data, it cannot be ruled out that a process error may have contributed to the reported hemolysis.